Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator screen began to flicker. The procedure could not be completed, and it was rescheduled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Upon receipt of this generator at the quality assurance laboratory, this device was thoroughly analyzed. The service department was unable to replicate the flickering screen fault condition. During functional testing, no errors occurred. The generator passed the post (power on self-test). Syringe and delivery device were connected with no issues. Generator primed and flush as per specifications. The generator was in overall good physical condition. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on analysis results and information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator screen began to flicker. The procedure could not be completed, and it was rescheduled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.